Event description:
Patient was revised due to poly wear and osteolysis.

Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination. It would not be unreasonable to expect some wear after 10 years of implantation. Based on the investigation, the need for corrective action is not indicated. In addition, review of the as400 found this product code has been inactive since july of 2002. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.